Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier (bio-ID) was faulty due to overheating which may leads to cause minor thermal burns. A field service engineer inspected the device and biometric identifier (bio-ID) scanner was working on arrival, tested in hardware test application (hta) and confirmed proper operation, case closed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower, biometric identifier was malfunctioning and extremely hot. However, there were no delays or adverse events or injuries reported based on this event.